Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Rupture: no openings observed, in the device. Additional observations: brown particles observed, in the surface of the device.

Event description:
Healthcare professional reported, rupture. Physician confirms, capsular contracture, baker grade IV. Diagnosed via ultrasound. This represents the left device. Device has been explanted.

Event description:
Healthcare professional reported rupture. Physician confirms capsular contracture baker grade IV diagnosed via ultrasound. This represents the left device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, g1, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog observed total red encapsulation in the device. No observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician confirms capsular contracture baker grade IV diagnosed via ultrasound. This relates to the left device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This represents the left device. Device remains implanted.